Event description:
A report was received that the patient experienced pain at the ipg site. Database analysis of the charge profile showed signs of poor charger to ipg coupling and the thermistor triggering often which can delay charging times. The patient underwent an ipg replacement procedure and was reportedly doing well postoperatively.

Manufacturer narrative:
Additional information was received that the ipg caused a burning sensation while charging. No device malfunction was suspected. Sc-1132 (B)(4) device evaluation indicated that the returned ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patient experienced pain at the ipg site. Database analysis of the charge profile showed signs of poor charger to ipg coupling and the thermistor triggering often which can delay charging times. The patient underwent an ipg replacement procedure and was reportedly doing well postoperatively.